Event description:
Reporter alleged obtaining the results of 205 mg/dl and 75 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a scheduled filter retrieval, it was identified that the filter was tilted approximately 45 degrees. The physician attempted to remove the filter using a recovery cone, but was unable to capture the filter apex. Using a balloon catheter, the physician attempted to pull the filter apex off the cava wall but was unsuccessful. The filter will remain implanted as a permanent filter. There was no report of injury to the asymptomatic pt.